Manufacturer narrative:
This lead was removed from service. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this right ventricular lead became loose and was not working appropriately. As a result, it was removed from service.